Manufacturer narrative:
(B)(4). Date sent: 5/6/2021. D4: batch # u95h4c. H6: component code: others (g07) investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the er320 device was returned with no apparent damage and with a clip in the jaws. One tyvek was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining thirteen clips as intended. The device locked as intended after the last clip was fired. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. Ensure full release of the trigger after firing. A partial release of the trigger restricts the clip from reaching the correct distal point in the instrument jaws, and may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/25/2021. Per photographic evaluation: during the visual analysis of one photo, the following was observed: the photo shows a device from jaws area with a clip loaded and body fluids present. However, no malformed clips could be observed and the condition of the device could not be assessed. Also, a tyvek was observed and it belongs to lot # u40p2p, exp. Date: 2025-9-30. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a cholecystectomy procedure, after clipping the cystic artery, it bled. Clip did not cut vessel. Surgeon reported clip did not close properly. Blood loss was minimal and no infusion was needed. Another like device was used to complete the procedure. There was no patient consequence.